Event description:
The customer stated that one patient sample generated a higher than expected result of 211 u/ml for the architect ca19-9 assay. The patient has a history of cirrhosis and chronic renal failure and was monitored by monthly blood draws. The patient was tested after a month and a result of 15.9 u/ml was obtained. The customer indicated that no treatment was administered to the patient between the two results and questioned the first result of 211 as it did not align with the monitoring history alleging this result as falsely elevated. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The trend review identified normal complaint activity for the issue under investigation. A lot search was not performed since the lot number was unknown. Patient mean data (collected from abbott link) was reviewed to demonstrate acceptable assay performance. Although the data is reviewed per lot and the current lot is unknown, all lots within the timeframe (12-month query, july 2012-july 2013) were analyzed (with the exception of lots with a known deficiency and lots with insufficient data). This indicated how the entire assay has performed during that time. None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay which states a maximum bias of 9.6 u/ml for values less than 37 u/ml is allowable. The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. The analysis concluded that all reagent lots reviewed, read patient results consistently. Based on the evaluation results, no product deficiency or product malfunction was identified. The architect ca 19-9xr reagents are performing as intended. This issue was limited to a discreet patient sample and the only troubleshooting performed was a retest which gave the expected result.